Manufacturer narrative:
One device was received for evaluation. The device had not been serviced the last 12 months. Functional testing was performed, and the reported problem was confirmed. The cause of the issue was a faulty main board. The main board was replaced to solve the issue. The device passed all functional and accuracy testing.

Event description:
It was reported that the device exhibited error #46510. The reporter further noted that the incident occurred 3 times. There was no patient involvement.